Event description:
Reporter alleged the blood glucose monitoring advantage system generated a result outside of the numeric reading range of 10-600 mg/dl as a result. Reporter stated obtaining a reading in the 600s mg/dl; however, could not provide an exact value. Values > 600 mg/dl should display as "hi." Reporter indicated not being able to locate the alleged reading in the system memory. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.